Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, the interaction with the scope in the esophagus and other sharp devices could create friction and caused the balloon to tear longitudinally, which was perceived as burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on an unknown date. During the procedure, when the balloon was inflated to 6 atm for the 20mm balloon, it was noted that the balloon popped and drained. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on an unknown date. During the procedure, when the balloon was inflated to 6 atm for the 20mm balloon, it was noted that the balloon popped and drained. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.